Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported intermittent problems where 200-300 mls of tpn were left in the bag after the infusion was completed. The calculations for the rates were correct and the pharmacy confirmed that the amount in the bag was correct. The upper fitment may have been above the closed module instead of loaded correctly. Although requested, no further information has been received, no documented dates or times.

Manufacturer narrative:
Additional information provided: no device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was 200-300 mls of tpn left in the bag after the infusion completed. There were intermittent antibiotics, zosyn and vancomycin given during the infusion as well. The intended administration was 60 ml/ hour x1 hour; 140 ml/hour x 12 hours; 60 ml/hour x1 hour; then off at 1030. The calculations for the rates were correct and the pharmacy confirmed that the amount in the bag was correct. The upper fitment may have been above the closed module instead of loaded correctly. Although requested, no further information has been received.